Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic. Interrogation revealed high, out of range high voltage impedance. Programming changes were recommended but not performed. There were no patient consequences and the patient will be monitored.

Event description:
New information revealed that the patient was seen in clinic for a follow-up. The high impedance was still present, and isometric movements revealed right ventricular lead noise. Programming changes were made. The patient was stable.